Event description:
New information received indicates the device was intermittently sensing due to the decreased sensing amplitudes.

Manufacturer narrative:
The reported event of sensing problem and sensing intermittently were not confirmed. Final analysis found no anomaly on the outer and inner helix and no anomalies contributing to reported event of sensing problem. A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.

Event description:
It was reported that the patient presented for leadless pacemaker system implant. During implant, it was noted that the novel atrial leadless pacemaker had inadequate p-wave amplitude, and it was elected to abandon atrial leadless pacemaker implant on (B)(6) 2024. The patient was stable.